Manufacturer narrative:
(B)(4).

Event description:
It was reported that cannula was bent on the infusion set. It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 618 mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. Customer's mom reported that they did not allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer's mom reported that auto mode feature was not active at time of high blood glucose event. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.